Manufacturer narrative:
Final device analysis revealed no anomalies on the ipg. It was functionally ok.

Event description:
It was reported that the pt's device was removed due to infection. Further information is being requested from the hcp.